Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance reading was out of calibration.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance reading was out of calibration. Review of the pump history reveals several loss of prime warnings associated with zero force. An "ezprime" operation was performed during evaluation with no loss of prime warnings duplicated. The pump was exercised with no loss of prime warnings duplicated.